Event description:
Complainant alleged that while analyzing a patient's heart rhythm (age & gender unk) the device advised shock for what the physician believed was a non-shockable rhythm. The physician did not deliver the shock and obtained another device and attached it to the patient. The patient's heart rhythm later deteriorated to ventricular fibrillation and two shocks were delivered without converting the patient's rhythm. Complainant indicated that the patient subsequently expired due to internal bleeding.